Manufacturer narrative:
The device was returned, and the evaluation found no additional malfunctions during the investigation aside from the reportable malfunction noted in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source displayed a black screen (no image). The issue occurred during preparation for use for a diagnostic gastroscopic procedure. The intended procedure was completed using another similar device. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.